Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at her scs ipg site. Additional information received identified the patient's scs ipg was explanted and replaced with a new model ipg and subsequently positioned in a new location during surgery on (B)(6) 2014.